Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the synchroseal instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, the jaw ceramic dots were present. The instrument passed the seal and sync tests. The instrument passed electrical continuity. The jaw gap verification passed at 0.003¿. The grip force test was performed and passed. No errors occurred during in-house testing. A review of logs showed no failures. There was no problem detected. Grip force test results: straight = 4.55 lbs additional observations not reported by site: upon visual inspection, the instrument was found to have a torn jaw cover. A tear was observed near the distal end of the jaw cover. The tear measured approximately 0.150" in length. No missing material was observed. The root cause of this failure is typically attributed to mishandling/misuse. The instrument was analyzed by advanced failure analysis engineering and the primary failure analysis was confirmed. The instrument was placed on an in-house system and passed the recognition, intuitive motion, and energy delivery tests. The e-100 logs were examined, and it was found to have multiple successful sealing events coupled with a few instances of high initial starting impedance errors. These errors are common and are associated with too much fluid or tissue being present in between the jaws to activate energy, not to be associated with any malfunction of the instrument. The sealing function was utilized after the last impedance error without any issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the synchroseal instrument had an insufficient seal and did not burn/heat. A similar backup instrument was used to proceed with the surgical task. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the synchroseal instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Verification of the event details via system logs cannot be performed at this time because a full instrument lot sequence number was not provided by the customer. No image or video was provided for review. This complaint is being reported based on the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.